Manufacturer narrative:
The device was returned to the manufacturer intact and functional; no evidence of device failure.

Event description:
Patient diagnosed with suspected left side rupture, upon explantation, the device was found to be intact.